Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal stenosis. It was reported that the patient had difficulty recharging. It was taking too long to recharge. There was a coupling issue. It took too long to get a good connection. The implantable neurostimulator (ins) was reported to be tilted. The patient could readily feel the ins; however, it just did not feel flat enough even when the recharger antenna was held over it. The patient felt like the right side protruded more. The patient had not had any falls or traumas. The patient reported that they were active and golfs, hikes, and does other activities. It carried when they needed to charge the ins. Most likely the patient would charge closer to the end of the week. The patient stated that the poor coupling, not holding as long, and change to the ins pocket site had started to occur several months ago. This was clarified to be at least 6 months ago. The charge not holding as well was not clarified as the patient stated that the charge level when they started the recharge sessions varied and their stimulation use charged because their activity level varied.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.